Event description:
It was reported that while in the cath lab the md inserted the ai-07-134, insertion site is unknown. After the ai-07-134 was inserted, the md tried to inflate the balloon by injecting co2. The contrast agent entered the balloon and as a result, the md removed the catheter and inserted a new catheter. Additional information received on (B)(4) 2010 from arrow (B)(6) stated that; "when the contrast agent was injected at 600psi for the first time, the agent came out of the balloon lumen, which was shown in the x-ray. Both flushing of the catheter and inflation test were done, but it is unknown which was done first." There was no reported patient death or injury. It is unknown if there was a delay in therapy. The outcome of the patient is listed as "good."

Manufacturer narrative:
(B)(4). Follow-up report will be field if additional information becomes available.